Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found external insulation abrasion noted at 11.8 ¿ 14.7 cm from the distal tip breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.